Event description:
Customer reported being hospitalized for high and low blood glucose. Date of hospitalization for high blood glucose was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. The customer stated she was hospitalized for high blood glucose due to her hyperglycemia. Date of hospitalization for low blood glucose was (B)(6) 2014. Blood glucose at the time of admission was 44 mg/dl. Troubleshooting did not find malfunction with her insulin pump. The customer also declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.